Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, one sample exhibited blood leaking from a cracked component. An unspecified number of additional units also exhibited a cracked component before use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, one sample exhibited blood leaking from a cracked component. An unspecified number of additional units also exhibited a cracked component before use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-oct-2025. Investigation summary: bd received 312 samples for investigation. Out of these, 10 returned samples were visually inspected, and no split luers were found. Additionally, 10 retained samples were visually inspected and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.